Event description:
A consumer reports discomfort, foreign body sensation and states she can see her nose in her peripheral vision following bilateral intraocular lens (iol) implant surgery. The surgeon reports that the pt may have dry eye syndrome, and believes this may be contributing to her foreign body sensation. The consumer sought a second opinion and was told that she had a superior limbic keratoconjunctivitis (slk). In the surgeon's opinion, the device did not cause/contribute to the event. Furthermore, the pt reports her vision as "excellent". There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/09/2008 and 09/11/2008 by phone, fax, and mail. A completed questionnaire was received on 09/17/2008.